Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified. During evaluation the unit was able to power on; however, the unit was unable to engage in monitoring activities. The battery was removed and a rapid removal of the unit from the docking station resulted in a "error in data storage" error message. This error occurs when the radical-7 does not get to run through its standard shutdown protocol; the error occurs when the power is interrupted while the device is writing information to the device memory. This error should not occur when enough battery power is present to complete a complete standard shutdown. This error should not impact device performance. The speaker output was verified to be clear and not distorted. The speaker impedance was measured to be normal.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "speaker noise problem". Additional information received indicated that the speaker was distorted. No known impact or consequence to patient.